Event description:
Info received indicated that the pt received an electrical battement, described as "electrocution". The stimulation began as usual but after a few seconds it became irregular, disappeared, and was replaced by a sort of battement. This electrical sensation appeared to come from the neurostimulator and spread all over the body. The voltage was around 2.5 volts. It was impossible for the pt to move. The surgeon decided to replace the neurostimulator and extension.

Manufacturer narrative:
Preliminary analysis did not reveal any anomalies. The battery status was acceptable; less than 20% of the capacity was used, the battery voltage was 3.32v.